Manufacturer narrative:
The customer reported that the AED was flashing red and will not power on. Troubleshooting of the AED with the customer identified that the AED's battery pack was expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that the AED was flashing red and will not power on. They reported that this did not occur during patient use.